Event description:
The article "a case report of delayed left ventricular rupture after mitral transcatheter edge-to-edge repair: clip entrapment in hypercontractile left ventricle" was reviewed. The article presented a case study, describing a delayed left ventricle (lv) rupture after mitral transcatheter edge-to-edge repair (m-teer) that was successfully treated with surgical repair. A nt mitraclip was chosen for implantation to treat severe primary mitral regurgitation (mr). During the procedure, the clip became entangled in the chordae and left ventricular inferolateral wall. The clip was able to be freed and was implanted successfully reducing mr to mild. Patient was initially stable, but 75 minutes post procedure sudden cardiac arrest occurred. Echocardiograph was performed and massive pericardial effusion was present. Emergent sternotomy was performed and a tear at the left ventricular basal inferolateral wall was observed. Surgical repair of the tear and a mitral valve replacement were performed. Patient was reported to be discharged. The article concluded that in elderly patients with primary mr, especially those with commissural lesions and limited lv space, clinicians should be cautious of lv rupture even after the procedure. [The primary author and corresponding author was makoto amaki at national cerebral & cardiovascular center hospital, osaka, japan with corresponding email: amaki@ncvc.go.jp.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported difficult to remove from anatomy and cardiac perforation were unable to be determined. The reported pericardial effusion and cardiac tamponade were likely cascading effects of the reported cardiac perforation. The reported patient effects of pericardial effusion and cardiac tamponade, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Article attachment: a case report of delayed left ventricular rupture after mitral transcatheter edge-to-edge repair: clip entrapment in hypercontractile left ventricle.